Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. However, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the device's functionality. All the samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set pre-attached holder, blood continues to flow from the non-patient needle when the tube was removed. No patient impact reported, however blood got on the nurse's gloves, shoes, the armrest of the chair and on the floor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set pre-attached holder, blood continues to flow from the non-patient needle when the tube was removed. No patient impact reported, however blood got on the nurse's gloves, shoes, the armrest of the chair and on the floor.